Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 metal plate separated from the silicone jaw. No pieces fell off the jaw into the patient. A new device was used to complete the procedure. There was a delay to open the new device. There was no patient harm.

Manufacturer narrative:
Tw ID # (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : from "(B)(4)" to "(B)(4)." Corrected section medical device ¿ problem code h-6 " from "1454" to "2981." The lot # 3000414935 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.